Event description:
The pt was admitted to hosp with bilateral hydronephrosis and required placement of two nephrostomy tubes. The cutaneous site of tube b developed leakage secondary to cracks in the catheter. The cracked tube was replaced.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device discarded, device permanently removed from service. The device was destroyed/disposed of.